Event description:
I had a phillips zoom whitening procedure in the office at (B)(6) in (B)(6). Some of the liquid trickled down my throat and damaged my vocal cords. I was unable to speak for 2 days. I am gradually getting my voice back. I was not warned of this adverse situation prior to the procedure.